Event description:
It was reported there was sensing difficulty, insulation breach and unacceptable thresholds. Pacing was inhibited when the patient lifted left arm. The physician reports the lead appeared twisted in the pocket. The lead was explanted; no patient complications have been reported as a result of this event.